Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Threshold/low suspend limit in sensor settings was at 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. Customer also reported infusion set getting stuck into the serter. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.